Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, atrial lead dislodgement was noted. The atrial read was repositioned and patient was in stable condition.

Event description:
Additional information was received indicating that dislodgement led to high capture threshold on the right atrial lead.